Manufacturer narrative:
Date of this report: 6/5/1998 evaluation summary: delayed wound healing may result from undue tension of the skin overlying the implant, trauma to the skin flap during surgical procedures, or inadequate flap thickness inhibiting circulation. Undue pressure on the tissue located over the device or trauma to surrounding tissues may lead to delayed wound healing and subsequent extrusion. Delayed wound healing and extrusion are known complications associated with these devices and are referenced in current product insert data sheet.

Event description:
The patient was implanted with a smooth saline on 8/20/97, subsequently it was noted that the prosthesis had extruded due to delayed wound healing and the prosthesis was removed on 10/7/97.